Event description:
It was reported that during the procedure the operator delivered the subject coil to the aneurysm. However, the subject coil fluoro-saver marker was not aligned with the microcatheter distal mark. The subject coil was detached by the operator with misaligned marks. Additionally, the aneurysm couldn't be filled completely. There was 5 minutes surgical delay. The procedure was completed successfully. No further information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. No, additional information provided by the customer and the device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event ¿ro marker band misaligned¿.

Event description:
It was reported that during the procedure the operator delivered the subject coil to the aneurysm. However, the subject coil fluoro-saver marker was not aligned with the microcatheter distal mark. The subject coil was detached by the operator with misaligned marks. Additionally, the aneurysm couldn't be filled completely. There was 5 minutes surgical delay. The procedure was completed successfully. No further information available.

Manufacturer narrative:
H3: other text : the device remains implanted in the patient.